Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. E3: reporter is a j&j employee. H4: the device manufacture date is unknown. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported by the sales rep that during an endoscopic carpal tunnel release procedure on (B)(6) 2024, it was observed that the coupler ac ffl 19 device filled with water and was unable to provide a clear picture. Another like device was used to complete the procedure. There was a slight delay in the procedure reported to allow for the second coupler to complete its sterilization process. There were no adverse patient consequences reported. No additional information was provided.